Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to pocket erosion. Reportedly, necrosis was noted around the skin. There were no additional adverse patient effects reported. This ra lead was surgically abandoned.

Manufacturer narrative:
This supplemental report was created to update h6: impact codes with medication required. This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to pocket erosion. Reportedly, necrosis was noted around the skin. There were no additional adverse patient effects reported. This ra lead was surgically abandoned. Additional information indicated that the physician debrided the necrotic area and administered antibiotics.